Event description:
Dealer advised unit runs for about two minutes alarms with low o2 light. Dealer advised swapped unit with a new one for enduser. Spoke with tech. Dealer could not provide any further information, (B)(4).